Event description:
This report was received from global pharmacovigilance and is a spontaneous report from a consumer with supplemental information from a nurse of peritonitis. The patient experienced peritonitis on (B)(6) 2012, which did not require hospitalization. The cause of the peritonitis was patient made a mistake/touch contamination. The patient has recovered from the event of peritonitis. The nurse confirmed the peritonitis event, start date, cause, and that there was no hospitalization. The result of the culture was unknown. The nurse did not know if the peritoneal dialysis training was done. The event of peritonitis was not related to dianeal therapy. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique was confirmed because the nurse reported a break in aseptic technique due to touch contamination and peritonitis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.